Manufacturer narrative:
According to the customer, on (B)(6) 2023 during a "multi-level lumbar lami case" when using a neuro custom pack the insulation bovie tip fell off and "was recovered in the surgical wound intact". The customer reported that after the incident another sterile insulated bovie tip was opened and used. The customer reported there was no medical intervention or serious injury related to the reported incident. No additional information is available at this time. Sample requested to be returned. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 during a "multi-level lumbar lami case" when using a neuro custom pack the insulation bovie tip fell off and "was recovered in the surgical wound intact".

Manufacturer narrative:
Report was filed under the incorrect manufacturing ID 1417592-2023-00069. An additional MDR will be filed under the correct manufacturing ID 1423395-2023-00007.